Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37092, lot # 254990002, implanted: (B)(6) 2010, product type accessory; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 355031, lot # n269260, implanted: (B)(6) 2010, product type screening device; product ID 355031, lot # n226893, implanted: (B)(6) 2010, product type screening device; product ID 355028, lot # n242860, implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
It was reported that a patient experienced a loss of therapeutic effect while sitting. The patient only felt stimulation when he was lying down. There was no known accident or incident related to this complaint. It was reported that this had occurred gradually over the past 13-14 months. The patient has had "some" falls, but they were "not major." It was stated that the health care provider checked the system and wanted the patient to meet with a company representative. It was stated that x-rays were taken about 3 months ago. Two days later it was reported that the patient was going meet with a company representative on (B)(6) 2012 to evaluate the system. If more information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient met with a company representative the previous week. Impedance testing revealed that all impedances were "within normal limits". The patient's electrode settings were re-programmed and the patient was "very pleased with the outcome". No other complaints or issues were reported.